Manufacturer narrative:
Correction: h3.

Manufacturer narrative:
The lead was returned with no reported complaint. As received, a partial lead was returned in two pieces. Visual inspection found two external insulation abrasions beaching the superior cava vena and right ventricular cable lumens proximal to the right ventricular shock coil consistent with friction to another implanted device or feature of the patient anatomy. One right ventricular etfe cable coating was abraded while the other cable coating was intact at that right ventricular cable lumen abrasion location. The superior cava vena etfe cable coating was intact at the superior cava vena cable lumen abrasion location. An external insulation abrasion breaching the optim sheath was also found distal to the suture sleeve tie impression consistent with friction to another implanted device or feature of the patient anatomy. The lead insulation was intact at this location. All other damage found is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis. Wear problem.